Event description:
It was reported that a dip in the high voltage lead impedance (hvli) was observed over time on a transmission dated (B)(6) 2024. Technical services confirmed the drop in impedance. A drop in sensing was observed on both channels. The drop was thought to be either physiologic or a lead issue and was difficult to assess. A recommendation was made to bring the patient in clinic for additional testing. The clinician was to follow up with the physician regarding the next steps.